Manufacturer narrative:
Based on the current information provided, the root causes of the reported robot malfunctions cannot be determined or are unknown. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews cannot be performed due to a lack of system, procedure, and instrument details. The specific procedures/event dates are unknown. This complaint is being reported due to the following conclusion: within a drafted, unpublished clinical article, it is noted there were six robot malfunctions associated with unspecified da vinci-assisted surgical procedures. Details regarding the robotic malfunctions were not provided. In one case, the malfunction resulted with a conversion to open surgery. In the study, there were a total of 11 conversions to laparotomy. However, the causes of the customer reported robotic malfunctions are unknown. In addition, the reasons for 10 of the conversions to open surgery are unknown. Note: refer to medwatch (MDR) report with patient identifier #496278 for MDR submission of the 5 unspecified robotic malfunctions not associated with a conversion to laparotomy. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field blank because the even date is unknown. The expiration date is not applicable. Field blank because the product is not implantable. Field blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
Intuitive surgical, inc. (Isi) became aware of a drafted, unpublished clinical article. Within the drafted clinical article, the following is noted: ¿six robot malfunctions were noted including one leading to conversion (laparotomy). The conversion rate was 4% (n=12): laparoscopy (n=1, 0.3%), laparotomy (n=11, 4%).¿ on (B)(6) 2022, isi obtained additional information about the drafted clinical article complaint from the author. According to the author, a professor stated that patients are followed up one year after the operation and there were no post-operative complications due to the da vinci robot. The professor explained that the complications are surgical or pathological. The patients' demographic information was not provided.